Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, blood was leaking from the sleeve on an unspecified number of units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, blood was leaking from the sleeve on an unspecified number of units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d.9.: device available for evaluation: yes. H.3.: device eval by manufacturer? Yes. D.9.: returned to manufacturer on: 05-feb-2025. Investigation summary: bd received four photos and 15 samples for investigation. The customer photos depict a device with blood leakage in the holder. Functional tests were conducted on 10 of the returned samples, and all passed without any evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the testing. Similarly, functional tests on 10 retained samples under the same conditions also passed, showing no issues with sleeve integrity or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.